Event description:
The customer observed falsely elevated architect troponin result on one female patient. The result provided were: first result with serial number (B)(6) /second results with serial number (B)(6) from same lot number of troponin reagent. Patient 5: = 24.4 pg/ml /=2.0 pg/ml. Laboratory reference range for troponin; female=0.0 to 15.6 pg/ml; men=0.0 to 34.2 pg/ml there was no reported impact to patient management.

Manufacturer narrative:
During the requested site visit, the abbott field service engineer (fse) cleaned the shutter (rohs)_part number 7-78200-02 which resolved the issue. A review of the (B)(6) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the parts. A review of tracking and trending of the architect i2000sr processing module did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the shutter. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect i2000sr, sn (B)(6), or the shutter.